Event description:
It was reported that the bd alaris smartsite needle-free valve was clogged. The following information was provided by the initial reporter: the newly opened connector is clogged and cannot be used.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: a 2000e china product was not available for investigation, however the customer indicates that the complaint sample was from lot 21045807. No further information was provided to assist the investigation in this instance. A review of the production records for lot 21045807 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported occlusion. H3 other text : see h.10.

Event description:
It was reported that the bd alaris smartsite needle-free valve was clogged. The following information was provided by the initial reporter: the newly opened connector is clogged and cannot be used.